Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted and replaced. Physician noted via op. Report "the capsule had a thick contracture and a strip capsulectomy was performed." The baker grade is unknown.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced. Physician noted via op. Report "the capsule had a thick contracture and a strip capsulectomy was performed." The baker grade is unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.